Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to a leak in the system of this artificial urinary sphincter (aus). The patient stated that, a month ago, during a revision of his artificial urinary sphincter (aus), the physician noted that the cuff was not closing all the way and a new device needed to be installed. A revision surgery has not been performed and its schedule is unknown. No additional information was reported.

Event description:
It was reported that the patient stated that, a month ago, during a revision of his artificial urinary sphincter (aus), the physician noted that the cuff was not closing all the way and a new device needed to be installed. A revision surgery has not been performed and its schedule is unknown. No additional information was reported.